Event description:
This lead was explanted due to high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that all wires of the conductor coil were found fractured 9 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.